Event description:
The physician was performing a cypher stenting procedure into a distal restenosed lesion in the right coronary artery (rca). The lesion was heavily calcified. The stent delivery system (sds) would not cross the lesion because of the heavy calcification; therefore, the physician attempted to pull the device into the guiding catheter, however, the device could not be retrieved through the guiding catheter. Therefore, the physician withdrew the guiding catheter and the cypher sds together through the sheath introducer; however, the stent dislodged. The stent dislodged into the distal popliteal artery causing an occlusion. Once the stent was retrieved by snare, the clotting resolved. There was no embolization. The stent was successfully removed. There was no tracking difficulty. There were no kinks noted in the product. No add'l treatments of medications were administered.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Add'l info will be provided within 30 days of receipt.